Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombus noted in rvad and outflow cannula. Specific component(s) involved: other component malfunction, specify. Additional text: other component: rvad thrombus/outflow cannula thrombus. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump; other interventions, specify. Other intervention: thrombectomy of outflow cannula. Implant device type: rvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.